Event description:
As reported by the user facility: customer states, "the catheter and the needle stuck together. The catheter hub did not disengage from the needle as she went into the vein. The catheter was removed with the needle intact. The safety clamp was not activated." The nurse was stuck by the needle when she picked it up. "The needle went all the way through and stuck her in the finger." Incident date: (B)(6) 2013. No pt injury. No treatment was done for the needle stick injury. Reference MFR report # 9610825-2013-00355.